Event description:
The ge oec 9800 fluoroscopy system displayed a communication error when it was not in use. The system was rebooted and did not complete the boot sequence. The issue did not occur during a procedure. The system was inoperable.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective hard drive, as well also noted that 2 chips of ram were not present on the cpu. The hard drive was removed and replaced. Additionally, to additional ram chips were seated on the cpu. The calibration files were reloaded. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hospital was unable to, or would not provide any pt info relating to this issue. The issue occurred after the patients cases were completed for the day.